Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result in the 400's mg/dl on their blood glucose meter. The consumer had medical intervention by paramedics, when they tested the consumer their result was a 40 mg/dl on their glucose meter. Time period in between readings is unk. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.